Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail, crack in the select keypad button, keypad overlay texture damage, scratched case, partially broken reservoir retainer ring. The pump was received without a battery cap. In summary, the customer¿s report of a broken belt clip rail was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the case of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1781k was requested and customer returned the device for analysis.